Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and complaint tc 190005 4562. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 31 staples left in the cartridge indicating that at least 4 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint.closure, the trigger must be squeezed all the way in." The reported complaint of "staples fell from stapler" could not be confirmed upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The staples were jamming. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were jamming. There was no patient injury.